Event description:
Related manufacturer reference number: 2017865-2024-37895. Related manufacturer reference number: 2017865-2024-37897. It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead had dislodged and exhibited failure to capture and failure to sense. The dislodgement of the lead was also noted in the right ventricular (rv) lead and the left ventricular (lv) lead. The ra , rv and lv lead were not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.